Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on the evening of (B)(6) 2015. The patient does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that she developed symptoms of "sweatiness and lightheadedness" two minutes after the alleged meter issue, however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the meter and that the patient followed the correct testing procedure. The error 2 message did not appear when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.